Event description:
Latex allergy symptoms: pruritis, sweating, hot flushing sensation, pelvic cramps. Required treatment in emergency department at hosp. Treated with epinephrine, solu-medrol, and benadryl.